Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, the customer received a minimum fill notification after filling the cartridge with 200 units of insulin. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issues.